Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, lamp does not light occurred due to failure of the lamp socket. The cause of the defective lamp socket could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed, and the lamp socket was replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system lamp is malfunctioning. The event occurred during preparation for use, prior to a diagnostic nasopharyngeal laryngoscope operation. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.